Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a black screen. The field service engineer replaced keyboard cover, installed gasket and replaced the external ups battery. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a black screen. The customer stated that no power to the station and the power is making a noise. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.